Manufacturer narrative:
(B)(4). Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the lead, lot #v122742, found no significant anomaly. The lead body and conductors were broken due to overstress and damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was dislodgment; the lead had migrated to just under the surface of the skin to where it was visibly protruding. The lead had not broken the surface of the skin. The healthcare provider removed the old lead and battery and implanted a new lead and battery. The patient was currently having successful stimulation.

Manufacturer narrative:
Product ID: 3093-33, lot# v122742, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.